Event description:
The consumer reported accidental exposure to the binaxnow covid-19 self-test reagent on or before (B)(6) 2024. Per the consumer, she accidentally put the reagent solution in her eyes. The consumer stated she experienced a burning sensation which subsided after rinsing her eyes with water. The consumer confirmed there was no serious injury due to the reagent exposure. Additionally, the consumer confirmed there was no delay or impact in their treatment.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. H3 other text : single use; device discarded.